Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late- breast.

Event description:
Healthcare professional reported "prothesis with minimal amount of laminar periprosthetic fluid, with no obvious signs of rupture" diagnosed via ultrasound. This record is for the right side. The device has been explanted.